Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: part: 110031013, lot: 64752799, bearing 28 mm i.d. 46 mm o.d. Size g; part: unk, lot: unk, unk liner. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02347, 0001822565-2021-02350.

Event description:
It was reported that the patient underwent a revision surgery 23 days post implantation due to bearing disassociating from the head which also caused patient to dislocate. Bearing was revised. No further information is available at this time.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: mechanical (g04) ¿ head. Root cause does not change from previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.